Manufacturer narrative:
(B)94). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the non-tortuous, circumflex artery, the 3.5 x 18 mm and 3.0 x 15 mm xience alpine stent delivery systems were advanced but failed to cross the lesion. The devices were removed without issue and a 3.5 x 08 mm xience alpine sds was being advanced when the stent implant became dislodged off the balloon. The sds was removed and an inflated unspecified balloon was used to crush the stent against the vessel wall. There was no reported adverse patient sequela. The procedure was completed using balloon angioplasty. There was no reported clinically significant delay in the procedure. No additional information was provided.